Manufacturer narrative:
Additional FDA product code: gcj. Manufacturer narrative: the device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. A review of the DHR by the vendor indicated that there were no reported discrepancies with the lot and were accepted into final stock. There were a total of (B)(4) devices manufactured with the work order. The service history was reviewed and no relationship to this complaint was found. A two-year review of complaint history revealed there has been a total of 188 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that higher insufflation pressures (>15mm hg) of carbon dioxide insufflation can increase the risk of hypercarbia, subcutaneous emphysema, pneumomediastinum, pneumothorax, pneumoscrotum and urinary retention. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, was being used during a ralp procedure on (B)(6) 2021 when it was reported "during the case the patient had a gas embolism. Had to stop the case once anesthesia noticed the spike in co2 had to reposition the patient." There was no report of injury, medical intervention, or hospitalization to the patient. The event caused a 20-minute delay in the procedure; however, the procedure was completed with the same as-ifs1 device. There was no report of malfunction of the as-ifs1 device; only that the patient had a gas embolism. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.